Event description:
It was reported that following an inflatable penile prosthesis surgery, the patient experienced a malfunctioning device and a right scrotal hematoma. The inflatable penile prosthesis was removed and another manufacturer's device was implanted. No further complications were reported in relation to this event.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported hematoma and device malfunction could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of hematoma and device malfunction could not be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, hematoma is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event could not be established; therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that following an inflatable penile prosthesis surgery, the patient experienced a malfunctioning device and a right scrotal hematoma. The inflatable penile prosthesis was removed and another manufacturer's device was implanted. No further complications were reported in relation to this event.

Event description:
It was reported that following an inflatable penile prosthesis surgery, the patient experienced a malfunctioning device. The prosthesis has not been explanted yet.